Manufacturer narrative:
Product event summary: analysis confirmed the programmer was unable to interrogate non-wireless devices due to loose rf (radio frequency) head connector on a printed circuit board assembly.

Event description:
It was reported the programmer was unable to interrogate. The programmer was returned for repair. No patient complications were rep orted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).